Event description:
Reporter stated that pt's blood glucose was measured on the compact system, with back-to-back results of 1.0 mmol/l and 9.9 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in another country.